Manufacturer narrative:
Ischemia/paroxysmal atrial fibrillation/hypotension: the cause of the injuries were not determined due to insufficient clinical details. Low or blocked pump flow: since insufficient clinical details were provided and neither data logs nor product were available for investigation, the cause of the low flows could not be determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery and an impella rp flex was inserted into the left femoral vein in a 47-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During the procedure, the physician was concerned with perfusion to the impella leg. A fem-fem bypass was performed successfully. While the patient was in the intensive care unit (ICU), the nurse had concerns about the rp flex automated impella controller (aic) console. No pulmonary artery pulsatility index (papi) was displayed, only dash marks, and the central venous pressure (cvp) was -35. The impella rp flex was running at p-7 with no alarms. An x-ray was done to verify placement. The rp flex was noted to be in good position, in the left pulmonary artery (pa). The following day, there were suction alarms on both the cp and rp flex. The patient was in atrial fibrillation and the blood pressure was low. The patient was on continuous renal replacement therapy (crrt), and the amount of fluid to be pulled out was increased. The post-procedure outcome is unknown. The impella cp functioned at p-6 at 2.8l/min without issues. The rp flex functioned at p-5 at 1.7l/min without issues. Limb ischemia is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Corrected data: d1 updated/corrected.